Manufacturer narrative:
It is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: unk-battery 1, unk-battery 2. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient complained of the controller draining batteries together instead of one at a time. Log files were sent and the patient was exchanged to the back up controller without issue. No further information was provided.

Manufacturer narrative:
(B)(4). The controller was returned for evaluation and two unknown batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Log file analysis revealed a power switching event on (B)(6) 2016 with batteries ((B)(4)). The serial numbers of the two batteries involved in the reported event were not provided. The power switching event was most likely due to a communication error between the controller and batteries. The manufacturer is investigating communication errors involving the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.